Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: since there is a dent in the sheath at the tip, it is known that some stress was applied to the sheath at the tip. Olympus presumed that an event in which the ultrasonic medium leaked from the perforated part occurred because the sheath at the tip was damaged, leading to the puncture. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the ultrasonic probe exhibited a dent in the sheath at the tip and the ultrasonic medium leaked from the perforated part. There was no patient involvement.